Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire and proximal contact were kinked, likely due to handling. The main coil appeared to have broken/fractured from the delivery wire; however, the main coil was not returned. A functional test was unable to be performed because the coil was not attached to the delivery wire. Information available indicated that the user attempted to detach the coil several times. It is probable that detachment attempts weakened the detachment zone causing the main coil to break/fracture from the delivery wire. Based on the information currently available an assignable cause of operational contact was assigned to this investigation.

Event description:
Analysis of the device revealed that the main coil had fractured from the delivery wire. There were no reported clinical consequences to the patient.